Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeled adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled adhesive around the objective lens, degradation problems may have lead to the malfunction. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.